Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, a smart flex 8x40 vas, 120cm stent jumped while deployment. The user maintained a fixed inner shaft position during deployment, but the stent jumped and was implanted in an unintended location, requiring placement of an additional stent. A smart flex stent longer than 40 mm was used, though the specific size and lot number were unknown. The device was stored and prepared according to the instructions for use (IFU), and no damage was observed during preparation. The intended procedure was percutaneous transluminal angioplasty (pta) for an arteriovenous fistula follow-up, targeting the axillary vein, which exhibited mild calcification and mild tortuosity. The device was not placed into an acute bend, and slack in the delivery system was not removed prior to attempted deployment. There was no difficulty removing the delivery system from the patient. The device was returned for analysis. A non-sterile unit of product ¿smart flex 8x40 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked for evaluation. The unit was returned in a fully deployed condition, and the stent was not available for analysis. The hemostasis valve was tightly closed. A kink was observed approximately 112 cm from the distal tip. A second kink was identified within the polyamide wire lumen. Review of the manage sample image did not demonstrate the damage within the polyamide lumen, indicating that the kink most likely occurred after return of the device, potentially during decontamination and/or shipping. No additional abnormalities were identified. Functional testing could not be performed because the device was returned fully deployed and exhibited a severely kinked condition. The reported ¿stent delivery system (sds) deployment difficulty ¿ inaccurate placement¿ could not be verified, as the device was returned fully deployed without the implanted stent available for analysis, precluding functional assessment. Procedural images were not provided for review. The instructions for use (IFU) instruct removal of slack from the delivery system prior to deployment to support controlled and accurate stent placement. Failure to remove slack may result in stored system tension that can be released during deployment, potentially contributing to unintended stent movement. It was explicitly reported that slack was not removed prior to deployment. No evidence of a product malfunction was identified. Based on the available information, the reported inaccurate placement is most consistent with procedural factors rather than a confirmed device performance deficiency. According to the instructions for use, which is not intended as a mitigation, ¿introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. 9. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. 10. Straighten the proximal part of the delivery system to remove as much slack as possible and keep the handle in a stable position. 11. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). 12. Deploy the stent: a. Stent deployment must be performed under fluoroscopic guidance. B. Grip the outer sheath (1) and handle (3) with one hand and the pusher tube (2) with the other. C. Move the outer sheath (1) proximally relative to the pusher tube (2), while holding the pusher tube (2) in a fixed position. Warning: do not move pusher tube (2) in distal direction to facilitate deployment. D. The position of the delivery system may need to be adjusted to keep the distal stent markers (10) at the appropriate location. E. Once the distal end of the stent (9) starts to deploy continue to retract the proximal outer sheath (1) and handle (3) while holding the pusher tube (2) still until the stent (9) is fully deployed and the proximal stent markers (11) have expanded. Note: the proximal placement marker (12) may move during the stent deployment and may not coincide with the location of the proximal stent markers (11) after deployment. F. If resistance is felt during retraction of the outer sheath (1), do not force deployment. Carefully withdraw the stent system without deploying the stent. 13. Under fluoroscopic guidance, withdraw the entire delivery system over the guidewire as one unit, while keeping the guidewire in position and out of the body. Remove the delivery device from the guidewire. Warning: do not forcefully remove delivery system from introducer/sheath ¿ if resistance is met, remove sheath and delivery system as a unit.¿ the information available and the product analysis does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a smart flex 8x40 vas, 120cm stent jumped while deployment. The user maintained a fixed inner shaft position during deployment, but the stent jumped and was implanted in an unintended location, requiring placement of an additional stent. A smart flex stent longer than 40 mm was used, though the specific size and lot number were unknown. The device was stored and prepared according to the instructions for use (IFU), and no damage was observed during preparation. The intended procedure was percutaneous transluminal angioplasty (pta) for an arteriovenous fistula follow-up, targeting the axillary vein, which exhibited mild calcification and mild tortuosity. The device was not placed into an acute bend, and slack in the delivery system was not removed prior to attempted deployment. There was no difficulty removing the delivery system from the patient. The device will be returned for analysis.